Event description:
No additional information to report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component (annex g) code is mechanical (g04) - provisional bottom. The reported event was able to be confirmed via provide photo. Visual examination of the picture showed that the device is fractured. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2 foreign source: canada the hospital the surgery happened at was: (B)(6). Phone: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a provisional fractured during insertion as part of a knee procedure. No adverse events have been reported as a result of the malfunction.